Manufacturer narrative:
The reported complaint of a leak from the icy catheter (lot 189629) was not confirmed during visual inspection or functional testing. No issues or discrepancies were found. No leak or device malfunction was observed during testing, and the catheter functioned as intended. Visual inspection of the returned catheter was performed. There was no physical damage observed on the catheter. Blood residue was observed in the proximal luered tubing. A functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi; no leak, no issues were found. The balloons did not leak during testing. In addition, the returned catheter was connected to a known- good start-up kit (suk) and ran on a peristaltic pump for 10 minutes at a high-speed rate; no leak was observed. The suk red pinwheel rotated normally, and the catheter functioned as intended. During further functional testing, the returned catheter was connected to a known-good suk and ran on the thermogard xp ivtm system, running in the max warming mode with a target temperature at 37°c for 60 minutes and running in the max cooling mode with a target temperature at 35°c for 60 minutes. The balloons were properly warming during the warming mode and cooling during the cooling mode. No leak or damage was found on the catheter. The suk red pinwheel and the pump roller were rotating normally. The catheter functioned as intended.

Manufacturer narrative:
Zoll has received the icy catheter for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
On (B)(6) at around 07:50 in the morning, there was air trap alarm and the thermogard xp ivtm system turned to standby mode. The nurse went to check and found the saline bag was almost empty. After checking, there was no leakage on the tubing and no water trace on the bed or floor. The leak check of the icy catheter (lot 189629) following the IFU was performed, and no red tinge observed. A new icy was replaced at around 08:30 am on the same day, and so far, the procedure has continued without issue using the same console. The dwell time of the catheter was around 14 hours. No impact to the patient.